Event description:
Copy of customer medwatch received, per report:"the rn hung the antibiotic then left the room to get pain meds for the patient. Upon returning only a few minutes later, the pump was alarming "air in line". Upon assessment, the rn found the antibiotic had completed in under 5 minutes. The pump was double checked and had been programmed correctly. The pump showed only 6 mls had infused at the time the bag was found completely empty. There were no adverse effects to the patient. The patient was discharged 2 days later. Biomed checked pump. It was programmed correctly for dose and rate."

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Concomitant medical products: the 1000ml hospira bag, lot # 44-113-jt, exp. 01aug2016; therapy date (B)(6) 2015. The 50ml hospira bag, lot # 48-111-jt, exp. 01jun2016; therapy date (B)(6) 2015. The customer¿s report of an overinfusion of an antibiotic was not confirmed. The pcu event log showed pump module s/n (B)(4) was programmed to infuse ivf + kcl 20meq/l peripheral line at a rate of 75ml/hr and a vtbi of 900ml at 6:55 pm on (B)(6) 2015. At 6:56 pm, the device alarmed for patient side occlusion and the infusion was restarted. At 7:48 pm, the user programmed a secondary infusion of cefazolin 1gram/50ml at a rate of 100ml/hr with a vtbi of 50ml. Four minutes later at 7:52 pm, the device alarmed for air in line. The device was then paused and subsequently powered off. The volume recorded as being infused during this period was 65.438ml for the primary infusion and 5.621ml for the secondary infusion. Functional testing performed found the pump module to be delivering fluid within specification and no issues were observed with either the primary or secondary sets. The root cause of the reported overinfusion of an antibiotic was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Product received and new info obtained from the fluid bag label: cefazolin in ns (ancef) premix 1g in 50ml; frequency q8h; duration 30 minutes.